Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was contaminated, the ring cover was contaminated, two side bail covers were broken and contaminated, the battery release, lead flex cover, one printed circuit board screw, and the keyboard pad were contaminated, the serial number label was damaged, the battery contacts were compressed, the ring was bent and the battery drawer was broken. (B)(4).

Event description:
The device was returned to the manufacturer for repair of damage after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.